Manufacturer narrative:
Other devices listed in this report: cat #: 6284-0-226, lot #: a1a0j, description: 26mm +5mm femoral head. Cat #: unknown, lot #: unknown, description: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported patient presented to office with painful hip. X-ray revealed tha in place. Scheduled for surgery. Revised with omnifit stem, tritanium revision cup.

Manufacturer narrative:
Additional information: lot #, expiration date; date of implant; manufacturing date. An event regarding pain involving a pca stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional and functional inspection were not performed as the item was not returned. Medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for this lot. Conclusions: the event could not be confirmed nor could the root cause be determined because the devices were not returned for evaluation and insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported patient presented to office with painful hip. X-ray revealed tha in place. Scheduled for surgery. Revised with omnifit stem, tritanium revision cup.